Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt experienced extreme jerking of the right side of his body upon standing and subsequent difficulty with ambulation. The jerking does not occur when stimulation is turned off. It was also reported the pt does not feel stimulation while sitting unless he coughs. Reprogramming was attempted; however, the pt has difficulty standing due to non-related medical issues. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.